Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging (new or worsening) asthma. Only a serial number was provided for the device: (B)(6). Since no further device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2001, z-1973-2001, and z-1974-2001. No other information is available at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged alleging (new or worsening) asthma. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation the manufacturer observed the sd card cover was missing. Dust-like contamination was observed on the top cover/ui panel. Small scratches were observed on the left side panel. A light amount of dust-like contamination was observed on the right-side panel, on the bottom enclosure, in the air inlet, on and in the blower motor, and around the walls of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust contaminant. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. Box d: suspect medical device was captured. Manufacture date, recall (z) number (rfb) and 510k (rfb) number was captured.